Manufacturer narrative:
The lot number of the delivery catheter system (dcs) was updated: lot # 0009080849. UDI #: (B)(4). Additionally, the delivery catheter system (dcs) was discarded, therefore no product analysis could be performed. The evaluation code method for the dcs was updated. Conclusion: hypotension is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. In this case, the hypotension and asystole were likely an effect of the pericardial effusion that was later determined. Pericardial effusion is a complication that can occur during cardiac procedures. After the valve was implanted, a dissection was noted which originated at the base of the surgical valve and extended into the left coronary artery. Cardiovascular injury, such as dissection, is a known risk associated with the implant of the evolut r in the instructions for use (IFU) and intervention may be required. The reported event indicated that the valve was recaptured due to sub-optimal positioning. Recapturing is a feature of the evolut r system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: enveor-us, serial/lot #: unknown, ubd: , UDI#: product analysis: the valve remains implanted and the dcs was not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a 19mm non-medtronic surgical valve, during partial deployment, the implant depth was too high. The valve was repositioned, and profound hypotension and asystole were noted. Cardiopulmonary resuscitation (CPR) and extracorporeal membrane oxygenation (ECMO) were initiated. It was determined a pericardial effusion had occurred. Attempts to drain the pericardial effusion were unsuccessful. The valve was implanted. Following implant of the valve, a dissection was noted which originated at the base of the surgical valve and extended into the left coronary artery. Attempts to cannulate the true lumen percutaneously were unsuccessful. Subsequently, the patient was transferred to the operating room for surgical revascularization. No additional adverse patient effects were reported.